Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the sample revealed that the smooth side of the device exhibited a textured appearance while the rough side was not pronounced. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to tell which side of a vascu-guard was the ¿smooth¿ side. There was no report of patient injury or medical intervention associated with this event. No additional information is available.